Event description:
The customer stated that the architect c8000 analyzer generated discrepant calcium and phenobarbitol results. Sample ID (B)(6): calcium results of 2.74 and 5.43 meq/l were generated. Sample ID (B)(6) : an initial phenobarbitol result of 3.5 ug/ml was generated with a repeat result of 21 ug/ml. The customer did not know which result was the correct result. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed discrepant calcium and phenobarbital results generated by the architect c8000 analyzer (sn (B)(4)). The complaint text indicated that the analyzer had been idle during summer vacation. Field service was dispatched and performed troubleshooting and replacement of the sample probe. Review of the subsequent instrument service history revealed no additional complaints of discrepant results. The maintenance log revealed that the architect (B)(4) was idle from (B)(6) 2014. The 6070 daily maintenance procedure was completed on and prior to the day of occurrence; however, daily procedures 6024 check 1 ml syringes and 6028 check di water purity had not been performed. Weekly procedure 6023 clean sample/reagent probes was being performed intermittently and weekly procedures 6021 clean mixers and 6308 check hc waste pump tubing were not being performed. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was determined to adequately address the issue. The operations manual provides adequate descriptions and steps for the required daily, weekly, and monthly procedures. The investigation did not identify a malfunction / deficiency.